Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi has contacted the site's risk management department to obtain additional information regarding the reported event; however, as of the date of this report, no additional information has been provided. A follow-up MDR will be submitted if the mcs tip cover accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, arcing from the mcs instrument with the mcs tip cover installed occurred, causing damage to the patient's bowel.

Event description:
It was reported that during a da vinci hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was observed, causing a burn to the patient's bowel. Reportedly, there may have been a hole in the mcs tip cover accessory. The colorectal surgeon evaluated the patient's bowel and determined that the patient was ok. No other information was provided. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. According to the csr, he was not present during the surgical procedure. The csr indicated that information concerning how the damage to the patient's bowel was repaired was not provided to him; however, the planned procedure was completed with the da vinci surgical system. The csr indicated that according to the surgeon, the patient was recovering fine.